Event description:
The patient presented in clinic following an audible alert from the device. Upon interrogation, low defibrillation impedance was noted on the device. The device required a software update, the software update was completed and the defibrillation impedance returned to in range. No further intervention was performed. The patient was stable and will continue to be monitored.